Manufacturer narrative:
After several attempts, unable to obtain further clarification of events.  Information received is not adequate to determine if there was a malfunction of the device.  A replacement order for the entire chair was processed and a return requested.  The chair has not been returned to date. No further information has been provided. The file will be updated if the end user responds or new information becomes available.

Event description:
The end user states she was using this chair and when she went to engage the wheellocks, the chair spun around and threw her out of the chair onto her hard wood floor and broke her left hip and left femur and cracked a bone in her left foot.